Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported device is a competitor product in which zimmer biomet does not hold reporting responsibility for. This report should be considered void.

Event description:
It was reported that a patient had a revision surgery due to unknown reasons approximately one year and six months after implantation. Surgeon required the revision of ceramic head and a liner exchange on a patient with a cls stem in situ. The cup and the liner were revised due to poly wear, these products correspond to competitor products. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported device is a competitor product in which zimmer biomet does not hold reporting responsibility for. This report should be considered void.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: unknown head -unknown lot and item#. Unknown cls stem -unknown lot and item#. G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery due to unknown reasons approximately one year and six months after implantation. Surgeon required the revision of ceramic head and a liner exchange on a patient with a cls stem in situ. Due diligence has been completed for this complaint; to date no additional information or product has been received.